Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles in device outer surface, fold creases, wear abrasion, broken plug strap and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified one opening striated assessed as surgical damage and a broken sharp plug strap assessed as an unidentified tear opening. A fill inspection was performed and identified no blockage in the valve.

Event description:
Healthcare professional reported "right-sided capsular contracture," baker grade unknown, "rotated," and "quite firm breast implant as well as a double-bubble deformity." Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "right-sided capsular contracture," baker grade unknown, "rotated," and "quite firm breast implant as well as a double-bubble deformity." Device has been explanted.